Manufacturer narrative:
Evaluation of four suspect components which have been replaced on the system: 1) internal scu (system control unit) to psu (position sensor unit) cable: the cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No fault found. 2) system camera aka psu: manufacture date march 2015. Although this psu was marked as not used, the package has been opened and the psu failed an aak test at .43 mm. This psu has not been previously returned for a failure. Electrical failure. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. 3) system scu: manufacture date april 2010. When connected to a known good system the scu powered up without the fault light on. A check of the event log revealed an incident of internal strober error. This scu has not been previously returned for a failure. Electrical issue, system fault code. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. 4) external scu to psu cable: physical damage. Pin 14 of the straight lemo connector is broken off. Otherwise, the cable passed a continuity check with no opens or shorts detected. Connector-damaged, pin bent or missing. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 09/02/2015 a medtronic representative performed a navigation system check-out, software test passed. Hardware and instruments tests failed. Found broken pin in the cable. Return requested. Replacement ext scu to r/a psu cable shipped to site 08/24/2015. Medtronic investigation of suspect ext scu to r/a psu cable, returned on 10/20/2015, finds that pin 14 of the straight lemo connector is broken off. Otherwise, the cable passed a continuity check with no opens or shorts detected. Physical damage - connector-damaged, pin bent or missing hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported a site was having issues with their navigation system camera - display shows localizer not connected. The unit makes 3 beeps when starting, when changing optical to axiem optical, two beeps are heads. Camera details are camera green-red-green-red displays whether touching the arm or not. Comment reads: localizer is not connected. Connection low back checked, there was no change. The site did not check upper connection in the rear of the camera due to difficulty in reaching the connection. There was no physical damage reported. There was no patient present when this issue was identified.